Event description:
It was reported that patient presented in hospital after receiving multiple inappropriate high voltage therapies due to noise oversensing on the rv lead. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.